Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 02jun2020.

Event description:
During periodic maintenance of the ventilator, the manufacturer¿s international service technician reported that the ventilator would not operate on internal battery alone. There was no patient involvement. The manufacturer¿s international service technician confirmed the reported issue and found that the battery was deteriorated. The manufacturer¿s international service technician replaced the battery to address the reported problem. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed.

Manufacturer narrative:
G4: 17may2020. B4: 04jun2020. Information was received that the battery was over 5 years old, manufacturing date for the battery is 12/03/2013. Per v60 service manual: internal battery- recommended replacement every 5 years based on the date of manufacture recorded on the battery label. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.